Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrumentation probe and oil gel globules. The following was reported by the initial reporter: defective - aspiration error due to clogged sample probe.

Manufacturer narrative:
H6. Investigation summary: bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. One hundred (100) retained samples were visually inspected, and no gel defect related to oil gel globules defect was found additionally, retention samples of the incident lot were selected from bd inventory for evaluation. The indicated failure mode for oil gel globules was observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to confirm indicated failure mode (oil gel globules) because defect was evident in testing of complaint lot samples. Replicates of retention samples of lot 2126972 showed a degree of the defect. All other visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrumentation probe and oil gel globules. The following was reported by the initial reporter: defective - aspiration error due to clogged sample probe.

Manufacturer narrative:
E.1. Initial reporter phone#:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.